Manufacturer narrative:
A software analysis was initiated but was inconclusive with the provided information if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that during the surgery the site had difficulty tracking instruments near the left eye. The representative noted the likely cause of the issue was emitter placement.